Event description:
Complainant alleged that during a demonstration using a mannequin, sparks were observed from the pads connected to the mannequin and the device displayed "system fault 36", "system fault 37", "defib disabled", "pacer disabled", and "paddle fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during incoming testing; however, after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.